Event description:
It was reported that the patient was diagnosed with intracranial hypertension in (B)(6) 2013 and was hospitalized for ten days. The patient was losing vision in her right eye. The patient had six CT scans for this diagnosis and she was told by the hospital that she could not have a MRI of her head because of her implant. The patient was told by a healthcare provider (hcp) that her implant would need to be removed so she could fix her vision. The patient¿s hcp scheduled surgery for device removal but then informed her that she could have a closed coil MRI with her implant. Eleven days later, it was reported that the patient needed images of her head, neck, and upper portions of her ¿ivrys/thorax¿ due to new symptoms. A hcp had identified that the patient had horner¿s syndrome. The patient had CT scans and x-rays that did not show what was being looked for. A MRI of the patient¿s brain was taken but the hcp did not see anything, so a lower scan was desired. The patient stated that her hcp intended to take out the implant so she could get a MRI but would be unable to implant it back due to bone growth and ¿getting the lead back to the nerve.¿ the patient thus wanted to see another hcp about putting a new implant in. The implant was ¿working good¿ otherwise. Two days later it was reported that the patient¿s system was being removed and upgraded. The patient required a full body MRI so wanted her existing system replaced with a new one to allow for this. The following day it was reported that removal was scheduled for (B)(6) 2013. The patient needed to know if the MRI safe system could be implanted on the same day as she needed a MRI of the thorax area. Three days later it was reported that the MRI safe system did not arrive the day of the report for the hcp to implant. The patient wanted assurance that it would be there the day after the report.

Manufacturer narrative:
Product ID 748951 lot# serial#(B)(4), implanted: 2004 (B)(6); product type extension product ID 748951 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3998 lot# j0417626v, implanted: 2004 (B)(6); product type lead product ID 7435 lot# serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient. (B)(4).